Event description:
It was reported that during a lar procedure, the device after it was fired, it could not be removed. Then the doctor cut the part of intestines and added hand sewing to complete the operation. There was no further consequence to the pt.